Event description:
Additional information was received from the manufacturer representative (rep). Rep stated that today they went to an appointment with the patient (pt) at their cardiologist office along with the other manufacturers rep. The other manufacturer's rep turned the defibrillator back on and ran some diagnostic tests to make sure the defibrillator was working correctly. Rep said they turned on the ins and the other manufacturer's rep checked to see if there was any interference from the stimulator beingturned on. Rep reported there was no sign of interference while the pt was resting and none when the pt was moving. Rep reported that the cause of the ins affecting the ICD was not determined. Rep said that the pt was going to use the ins again, and that they showed the pt how to turn the system off if they needed to.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for caller reports patient has a competitor implantable cardioverter-defibrillator (ICD) implanted on (B)(6) 2025. Caller reports patient charged their ins on (B)(6) 2025, and at 2am the ICD started shocking the pt. Patient went to the hospital, while in the hospital, pt received 84 shocks from the ICD. Caller reports patient saw cardiologist and confirmed the leads in the ICD are intact, patient thought the leads were broken as pt was scheduled for ICD leads replacement. Caller reports the cardiologist checked x-ray before surgery and was confirmed the leads were intact and right location in the heart. Patient reports the shock from the ICD was not heart related. Caller reports during the time in the hospital, the stimulation has been on. Rep indicated the charged duration was 3 days, caller reports patient have not charged the ins since (B)(6) 2025. Redirect caller to patient's hcp. Suggest interrogation on both devices and check for interaction. Unexpected stimulation from competitor ICD reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.